Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported impact to the customer¿s blood glucose level. A replacement pump was issued.